Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visual inspected and tested for reported problem. The customer's stated problem was verified. During investigation the pump was inspected and during power up error code 11105 displayed. Further investigation of the pump and determined that the software was corrupted. Service reinstalled the software to correct the reported problem. The root cause of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code 11005. No adverse effects were reported.